Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis devices were showing offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist verified that all devices were online and functioning normally. The tss confirmed that there was a network connectivity problem that was resolved by the hospital information technology team. The tss confirmed resolution by checking remote support service (rss). The system functioned as intended after the technical support specialist verified the device.